Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the bending tube being pushed in with excessive force while the bending part was fixed causing the bending tube to break and protrude from the bending section. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the shaft of the videoscope was bent and was leaking during reprocessing. The device was returned and it was found, the bending section was broken and metal was protruding. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. There was a hole/cut on the bending section cover which caused the leak. The adhesive of the bending section cover was peeling. The bending section was deformed. Angulation was out of the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.